Event description:
A malfunction occurred on the customer's pump, identified by malfunction code malf 12. Despite this issue, there was no adverse impact on the customer¿s blood glucose level. Technical support decided to send a replacement pump with updated software to address the recurring problem, and the customer was informed about the available training in their tandem source account. The customer was instructed to put the current pump in storage mode and return it using the provided pre-paid label within ten days.